Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned for investigation. Ischemia/ tachycardia/ infection: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
A patient was placed onto impella support due to acute myocardial infarction/cardiogenic shock. After impella placement, distal perfusion cannulas were placed due to diminished distal perfusion. The patient experienced multiple runs of non-sustained ventricular tachycardia and was re-bolused with amiodarone and a lidocaine drip was added. The patient was placed on antibiotics due to elevated white blood cells. The patient eventually experienced three sustained runs of ventricular tachycardia requiring three defibrillations. Additionally, the patient was placed on continuous venovenous hemodialysis.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿